Event description:
Facility has experienced a large number of failures of abbott (now hospira) plum a+ infusion pumps during battery operation. What happens is that the pump goes into a "warning: battery service" alarm and stops pumping, even though the battery charge indicator shows a fully charged battery and the battery is, in fact, fully charged. Replacing the battery, as directed in the operating manual, doesn't fix the problem.